Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. While a cause for this specific clinical event cannot be ascertained from the information provided, it suggests the nerve cutting was related to the fact that the nerve was located more buccally and therefore was not visible on the cbct images. Should additional information become available that changes this assessment, an amended medical device report will be filed.

Event description:
The surgeon accidentaly cut the nerve when completing the left ventral cut on the mandible. Patient is doing well. Surgeon said that probably the lip will be permanently paralyzed. However, it is possible that the patient regains some feeling. They will have a second surgery to take out the plates in march where they will reassess the nerve damage with a neurologist.

Manufacturer narrative:
Investigation is on going.

Event description:
The surgeon accidentally cut the nerve when completing the left ventral cut on the mandible. This can cause a (temporarily) paralyzed lip, depending on how well the nerve heals in the following weeks/months according to the surgeon.